Event description:
The pt stated, she dropped her infusion device and the display went blank. She stated she was aware of the recall and she thought her power pack may have been in use for more than 2 weeks. She was advised to insert a new power pack into the infusion device and it operated properly. She then retracted the piston rod and was able to a prime her infusion set. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.